Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 387 mg/dl, 225 mg/dl and 115 mg/dl within 10 minutes. The results, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.